Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. The customer declined further troubleshooting and stated that the alert had cleared. There was no impact to the customer's blood glucose level.